Event description:
Pt contacted the manufacturer to report she had received an overinfusion of meperidine via alaris pca module. Stated the following: event was between 8:50 am and 9:20 am. Pca only (with no continuous infusion) was started in 2009. The next morning, she notified staff the pca syringe was empty. Nurse loaded new pca syringe; pt then pressed for a dose and noted the entire syringe was gone in about 30 minutes. She walked to the nurses station to inform the staff. States she had arrhythmias and heart rate of 200 with poor abgs. She was given narcan and transferred to ICU for monitoring, and was discharged to home the following day. Facility was contacted and the following info was reported by risk manager: meperidine pca was ordered with loading dose 50 mg, then 25 mg per pca request with 30 minute lockout and 4 hour max of 200 mg. Concentration was thought to be 250 mg/25 ml. States narcan and ICU observation were precautionary only, and pt showed no adverse effects other than anxiety. Risk manager stated pt had no other symptoms consistent with an overinfusion of 250 mg meperidine.

Manufacturer narrative:
Pt info requested and all available info is included.